Event description:
It was reported that diagnostic testing had resulted in high lead impedance. The patient's seizures also started coming back, not above prevns baseline, and the patient did not perceive stimulation. No patient manipulation or trauma was reported that could have contributed to the high impedance. The patient underwent full revision surgery of the generator and lead. Preoperative x-rays were not taken and are not available for review. Followup with the hospital revealed that the explanted product was discarded and is not available for return to the manufacturer.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.